Event description:
Source: (B)(6). During a tumor resection procedure, a stryker mailis generator was set to 40 malis units, with pre-procedure verification confirming the correct setting. During the procedure, the touchscreen was inadvertently brushed, resulting in an unintentional change of the setting from 40 malis units to 40 watts. Post-event review identified that there is no mechanism available to lock selected settings. Additionally, the touchscreen was found to be highly sensitive, allowing for inadvertent adjustments during use. No patient harm occurred. This report is submitted to highlight the sensitivity of the touchscreen interface and the potential risk for unintended setting changes during surgical procedures. The stryker malis generator is a surgical device most commonly used in neurosurgery, especially during delicate brain and spine procedures. Uses: the malis generator provides precise bipolar electrosurgical energy, which allows surgeon to: coagulate blood vessel (control bleeding) work safely around sensitive neural structures (brain, cranial nerves, spinal cord).